Event description:
It was reported that the bd precisionglide¿ needle broke at the hub during use while attaching it to the diluent syringe. The following information was provided by the initial reporter: "per the report by the patient¿s caregivers (grandparents), the needle broke at the hub and bent at the cannula during attachment to the diluent syringe."

Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle broke at the hub during use while attaching it to the diluent syringe. The following information was provided by the initial reporter: "per the report by the patient¿s caregivers (grandparents), the needle broke at the hub and bent at the cannula during attachment to the diluent syringe".